Event description:
Distal end of dubhoff feeding tube was retained when the tube was removed. It was not discovered right away because the rn was not aware that a weighted end was used and therefore did not know to look for it.